Event description:
It was reported that: at the beginning of a case,the user was manually ventilating the patient and noted no pressure. The user observed that the top portion of the apl valve came apart. The user attempted to reassemble the valve; however, upon reassembly, insufficient pressure was noted when attempting to manually bag the patient on the machine. The user manually ventilated the patient with an alternate device as the anesthesia machine was replaced to complete the case. No patient injury.